Event description:
The customer reported that a system message occurred in the middle of the case. The power was cycled and it continued to display the same system message. The surgeon had to switch to a manual technique to complete the procedure. Multiple attempts have been made for additional info, with no response to date.

Manufacturer narrative:
The company service representative examined the system and replaced the 57 psi regulator, which was out of tolerance and drifting. This resolved the problem and the unit is back in use. No samples have been returned for further evaluation; the part was disposed of in the field. The system was then tested and met all product specifications. The complaint history was reviewed and there were no other similar complaints reported for this system. A review of the complaint data indicated no adverse trends for the reported issue. The root cause of the system message was the non conforming 57 psi regulator.